Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, oversensing was noted on stored and current electrogram (egm). The rv lead was observed with short v-v intervals. Isometric movements were performed to reproduce the oversensing and the sensitivity was adjusted. Review of remove transmission noted on-going high rate non-sustained episodes for several months, chronic elevated sensing integrity counter (sic) and suspected cardiac resynchronization therapy defibrillator (crt-d) electromagnetic interference. A review of egm also noted oversensing was apparent one day post implant, the oversensing was limited to just the rv channel, intermittent, and all other measurements were normal. There were noted pauses that were identified as pacing inhibition. As a result, the rv lead was capped, and replaced with a different lead and the crt-d were explanted and replaced. No patient complications have been reported as a result of this event.